Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely detached from the housing. Hairline cracks were found on input disk #6. If the input disk is fully broken, then the instrument can fail to engage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not function properly with its movements. It seemed to be stuck and the wheel wouldn¿t always work. The procedure was completed with no reported injury.